Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen with concentration 500 mcg/ml at a dose rate of 75 mcg/day via an implantable pump. It was reported that the pump tank was blocked. It was further reported that during the pump preparation procedure, on the sterile operating table, it was not possible to empty the pump reservoir. Despite several attempts, using a 20 ml syringe and the 22 g huber needle included in the package correctly, not a single drop could be extracted. To verify, the doctor also tried injecting 20 ml of saline, in case the pump was empty, but this was also unsuccessful. The pump was therefore replaced with an identical model number, which went smoothly according to the standard preparation and implantation procedure. The patient was not affected in any way. The pump associated with the issue was never implanted and was to be returned to the manufacturer. Regarding factors that may have led or contributed to the issue, this was undetermined. The company representative received the pump from an inventory transfer from the trunk stock of a colleague who in turn received it from the parent company. The pump was correctly interrogated by the tablet, and the calibration constant was correct as indicated in the box. It was further noted that it was not possible to have a report as no update was performed on the pump as the problem with the reservoir occurred before being able to update the pump with the patient's clinical data, catheter , medication, etc. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.